Event description:
During initial implant procedure, increased pacing impedance and noise were observed on the device. The lead was connected to the pacing system analyzer (psa) and the measurements were appropriate. It was suspected that the connection between the lead and device was inadequate. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of high impedance anomaly was confirmed. The cause of the anomalies was determined to be due to an anomalous integrated circuit.

Manufacturer narrative:
The reported event of high impedance anomaly was confirmed. The cause of the anomalies was determined to be due to an anomalous integrated circuit.